Event description:
Customer reported that the insulin pump alarmed at night. Customer stated he had to reset time/date and his settings are erased. Customer stated he had taken the insulin pump off and connected to his old pump. Alarm was recorded on the alarm history. Customer was advised that the insulin pump had an unexpected restart. Customer states a temporary basal was not programmed before the alarm. Customer stated that the device was not stored or not in use for an extended period of time. Alarm is recurring during normal use. Blood glucose is 168 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.